Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Section d1 brand name incorrectly added in initial report, which is corrected in this report. In e1 section full address is corrected. Section g2 incorrectly marked in initial report, which is correctly marked as foreign and user facility in this follow up. Section g6 incorrectly marked 30 days and initial including 15 days, which should have marked as 30 days and initial only in the initial report. In h3 section device evaluated by manufacturer incorrectly marked on yes, which is correctly marked as no in this report.

Manufacturer narrative:
G.6 section incorrectly marked 30 days and initial including 15 days, which should marked as 30 days and initial only in this follow up report. G.2 section incorrectly marked in previous report, which is correctly marked as consumer and foreign in this follow up report.